Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0225 - logic femoral ps cem left sz 2.5, (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, (B)(6), 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 78 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, joint laxity, pitting of the tibial insert, polyethylene wear of the patellar component, osteolysis of the tibia and femur, loose femoral component, and limited range of motion. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.